Manufacturer narrative:
Photos and the smartcard were returned for analysis. A review of the smartcard data indicated that prime was completed successfully and that collection had started. Three alarm #16: collect pressure alarms and an alarm #4: centrifuge chamber door alarm then occurred. The purging air phase was completed. An alarm #7: blood leak (centrifuge chamber) alarm occurred after processing 194ml of whole blood, and several alarm #1: air detected alarms were also seen. A review of the photos confirmed the centrifuge bowl break and subsequent leak in the centrifuge chamber. The photos indicated that the bowl had broken into multiple pieces and the centrifuge leak detector strip was not visible in the photos. The leak detector strip appeared to be completely gone. The root cause could not be determined based on the information provided. A review of the device history record and the material trace of the bowl assembly found no related nonconformances. The kit lot had passed all lot release testing. Trends were reviewed for complaint categories, alarm #16: collect pressure, alarm #4: centrifuge chamber door, alarm #7: blood leak (centrifuge chamber), and alarm #1: air detected. No trends were detected for these complaint categories. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e314 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. However, a CAPA had been initiated for centrifuge bowl leak/break and is now closed but it is still being monitored. Service order report, #(B)(4), feedback: the service technician cleaned the instrument and replaced the leak detector strip. The door assembly, sensorized drive tube clamp (x2), the centrifuge frame assembly, the actuator assembly for the door interlock, and the spider (centrifuge motor coupling) were also replaced. The system checkout procedure was then successfully completed. This assessment is based on information available at the time of the investigation. The analysis of the returned photos and smart card is still in progress. A supplemental report will be filed when the analysis of the photos and smart card is complete. Kit unique identifier: (B)(4). (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a bowl break. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was stable and had been discharged. The customer reported that the leak strip in the centrifuge chamber was damaged. Service was requested. The customer stated that the kit had been discarded and was not available for return. On (B)(6) 2016, the customer stated that no alarms were noted during the procedure. Photos and the smart card were submitted for investigation.